Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed since zeolite is found contaminated and feed waste manifold failed due to valve stuck, which possibly caused due to debris inside the manifold.

Event description:
It was reported that the patient was driving their spouse to their doctor appointment when the patient felt they were not getting enough oxygen from the device and started experiencing shortness of breath. The patient did not have a backup device at the time. Once the patient and their spouse arrived at the doctor's appointment, it was noted that the patient's oxygen levels had dropped to 80%. The patient was sent to the hospital where they were admitted for 3 days. Patient has since been released from the hospital and feeling better with their replacement device.